Manufacturer narrative:
Manufacturer's ref#: (B)(4). Manufacturer's investigation: technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device clinical conclusion: it has been reported that the user experienced an alleged allergic reaction and an ear infection due to the domes on his hearing aids. The user, who is a 77-year-old male, has experienced this for the past 2 months, and the reaction started the day after initiating the use of the hearing aids. The user is a first time user. The reaction is only present on the right ear, which was reportedly infected. The user went to an ear-nose-throat doctor (ent), who treated both ears, despite the reaction being reported as only being present on the right ear. The ent treated it with drops, it is unknown which drops were used, and suggested that the user switch to acrylic earmolds. It is unknown if the user has an history of allergies. Based on the limited information available, it is unlikely that it is an allergic reaction as the reaction is only present on one ear and no information on treatment provided. However, it cannot be ruled out that the hearing aids may have contributed to this reaction. As hearing aids will need to have skin contact, the risk of ear infection is present. Primary infections from hearing aids is not possible as hearing aids are made of non-biological material. However, the risk of infection in ears can increase with the use of hearing aids. Human skin is regularly contaminated, and daily handling of hearing aids increases the risk of transferring bacteria to the ears (#: 0362010, gad expert rev derm). In rare cases a fungal infection in the ear canal can develop. These infections have good circumstances in dark and humid environments and is typically seen in more occluded fittings (custom ear moulds/shells) where adequate air ventilation in the ear canal is prevented. Fungal infections can be treated with medical prescriptions and proper ventilation in the ear moulds/shells. If the fungal infection is recurrent, removing the hearing aid whenever it is not being actively used and cleaning the hearing aid can help prevent it. The user guide includes a caution that hearing aids should be cleaned daily to avoid skin irritation or infection from ear wax or other residue on the hearing aids. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Domes are made of soft silicone material. As domes are designed to have skin contact, the material used is biocompatible and a biological evaluated according to procedure#: (B)(4) corp proc, biol evaluation. Hearing aids are typically being worn many hours per day and it is not uncommon that the skin contact can cause minor skin irritation. However, many users get accustomed to the material and the itching or irritation. In rare cases, an allergic reaction to the domes can develop. In some cases, treatment with topical steroid and/or antibiotics will be necessary to stop the skin irritation. A temporary pause in the hearing aid use is also recommended to help the healing process. The user guide includes a caution to consult the hearing care professional if irritation should occur. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: the risk of infection / allergy type symptoms are generally known, considered in the risk analysis, mitigated, communicated to the user and as such deemed to be of an acceptable nature. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
It has been reported that the user experienced an alleged allergic reaction and an ear infection due to the domes on his hearing aids. The user has experienced this for the past 2 months, and the reaction started the day after initiating the use of the hearing aids. The reaction is only present on the right ear, which was reported infected. The user went to an ear-nose-throat doctor (ent), who treated both ears, despite the reaction being reported as only being present on the right ear. The ent treated it with drops, it is unknown which drops were used. No further follow up is expected.